Event description:
Rec'd a general report of an undocumented number of undocumented incidents where the extension set had loosened from the pt's angiocath. The customer states that the extension set is connected directly to the pt's peripheral IV catheter. The extension set is used to administer (via hand injection) various isotopes or normal saline flushes via the clave valve. The volume of the isotope is 0.5cc's and the normal saline volume is 12cc's. The clinician states that when the injection has begun, they noted the "end of the tubing turn itself from the end of the angiocath and fluid would leak out around the connection". There was no report of the pts experiencing bleed back or blood loss. The extension sets were changed. The reporter stated that the staff were more comfortable giving the isotope via a direct stick after the events. There were no specific details available except for one incident during a cardiolyte stress test. The isotope dripped on the treadmill and as a result the room was closed for 24-hours. There was no report of advese pt or staff effect. Add'l pt info was requested, but no further info was available.